Manufacturer narrative:
An event of st elevation and an air leak was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pfa volt procedure, st elevation occurred during contrast injection with the agilis 13fr sheath and a non-abbott (boston scientific) coronary sinus non-steerable viking catheter. Access was obtained at the femoral vein, followed by transseptal puncture using a brk needle and the agilis 13f sheath, with no issues noted. Once in the left atrium, contrast injections were performed in all pulmonary veins. The st elevation self-resolved and high flow oxygen was given. It is alleged that air was entering the sheath during contrast injection. The procedure was successfully completed with no other issues. The sheath had been prepared correctly, with blood withdrawn and careful flushing performed.